Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 1 month. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a sudden increase in lactate dehydrogenase (ldh) from their normal range in the 200¿s u/l with no clinical symptoms. On (B)(6) 2017, the patient¿s ldh was 618 u/l and on (B)(6) 2017 it was 1121 u/l. The patient was started on dipyridamole (three times a day) and aspirin was increased to 325 mg (once a day). On (B)(6) 2017, the patient¿s ldh was 1052 u/l and 973 u/l on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient was started on lovenox for a sub-therapeutic inr of 1.7. As of (B)(6) 2017, the patient¿s inr has been therapeutic. The patient was encouraged to stay hydrated. The manufacturer¿s technical services representative reviewed the submitted log file and observed an unsustained power/flow elevation. The trending in the reviewed pump parameters was not suspect of pump thrombus and the event history appeared normal. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. No further related issues have been reported. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.